Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition. It was further reported that the 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery.

Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.